Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, the tip of the awl broke. No further details are known at this time.

Manufacturer narrative:
These reports are being submitted as a part of a retrospective review, after acquisition of amt by medtronic. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.